Event description:
Information received from the field does not address the patient's clinical status but notes loss of atrial capture. The physician observed on x-ray that the connector header "dislodged" from the pacemaker can.